Event description:
Customer reported the system is displaying a saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the candlestick connectors. System operates as intended.